Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the investigation results, the insertion section coating peeled off, was unable to be identified. Presumably, the insertion section coating peeled off may have occurred by the following stress applied to the insertion section. Physical stress such as scrabbing, hitting insertion section, chemical stress from reprocessing unrecommended in IFU (reprocessing manual), and stress from poor storage environment (in direct sunlight, at high temperature, in high humidity, or exposed to x-rays, ultraviolet rays, etc.) However, a definitive root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿3.3 inspection of the endoscope 4 inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects.¿. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited a peeled coating on the insertion tube. There were no reports of patient involvement.